Event description:
A customer reported that the console arm mechanism is not working intermittently on an epiq cvx ultrasound system. The locking mechanism would not lock. While transporting the system within the facility, the control panel assembly was swiveling from side to side. The device was not in clinical use at time of discovery. No patient or user was harmed.

Manufacturer narrative:
The bushing for the epiq cvx ultrasound control panel's swivel lock assembly became unseated preventing the mechanism from locking in place. While transporting the system within the facility, the control panel assembly was swiveling from side to side. The control panel bushing was undamaged and was secured it back into position to correct the failure.